Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During impella support, a position-related alarm occurred and position adjustment was performed. After position adjustment, a "placement signal not reliable" alarm appeared and the position waveform disappeared. Despite these issues, the pump remained operational throughout support until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The returned product was inspected. The 5s parameters showed very low signal not reliable. The pump passed the laser continuity test. The data logs show a motor current spike coinciding with a drop in signal not reliable, contrast, gain, and a step up in lamp with placement signal spiking out of range. The placement signal not reliable alarm was triggered shortly after. This pattern is characteristic of a damaged sensor. This aligns with clinical mention of issue occurring after a position adjustment. There is no other details about what occurred in this case or any other devices used during this time period. The root cause of the optical signal issue was determined to be due to a damaged sensor but the cause of how the sensor became damaged is unknown. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.